Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reported indicated that they were not able to communicate with patients' generators. A field representative was able to conclude that the issue was not with the programming wand, but may be due to the serial adapter cord. The programming system has been returned to the manufacturer for analysis, but analysis is not yet complete.